Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited foreign material coming out of instrument channel tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user detected water leakage during reprocessing (water leakage test after pre cleaning), and manual cleaning cannot be continued when water leakage is detected. Therefore, it is judged that the user sent the device to olympus without reprocessing. As a result, foreign material may have remained in the area. The event can be detected/prevented by following the instructions for use which is stated in: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection, and gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.